Event description:
A report was received through the us specialty pharmacy ((B)(6)) from a consumer indicating on (B)(6) 2012, there was a device failure (also reported as device malfunctioning). It was noted that the optineb device had "smoke coming out of the system." MFR report #: (B)(4). Initial reporter: consumer, reporter details withheld, USA. Device manufacture date: 05/2010.